Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, it was reported that the keypad button actions were delayed in response to button pushes. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged issue remained unresolved since the reporter was unable to troubleshoot.